Event description:
It was reported that a technician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when an attempt was made to harvest the sutures they came out of the patient anatomy. A second proglide was used to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger, cuffs, link, needle tip and monofilament were not returned. Based on the condition of the returned device, due to the missing parts, the cause or confirmation of the reported incident could not be determined. The probable causes for the suture to pull out from the artery is if too much tension is applied during knot advancement, insufficient tissue capture or the device was deployed outside the artery. However, the monofilament was not returned which is an integral part of this investigation; therefore, the root cause was undetermined for this incident. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.